Event description:
New information noted that the device was repositioned. The patient was in stable condition.

Event description:
New information noted that the high voltage impedance was greater than the upper limit and the implantable cardioverter defibrillator migrated. No intervention was performed.